Event description:
Two explosions that I am aware of have occurred with an oxygen generating device manufactured by (B)(4). The FDA approval number for this device is k052396. The first explosion occurred on (B)(6) 2013 in (B)(6). Two people were injured, one of whom was transported to (B)(6). The second explosion occurred on (B)(6) 2013, in (B)(6) (home of (B)(4)), at (B)(6). A school nurse was using the device to administer oxygen to a student. When she attempted to change cartridges, the unit exploded, injuring six people, all of whom were transported to (B)(6) and later released. In my opinion, the manufacturer should have reported these incidents to FDA, but I do not know if that has happened. I can provide many details regarding the (B)(6) event, and have limited documentation of the (B)(4) event, though I have requested it. I can be reached at (B)(6). Also see report (B)(4).

Event description:
F/u report rec'd 4/1/2014 for mw5035080: two victims sustained chemical burn injuries. Miami fire rescue incident report is attached (3 pages). Oxysure has not responded to a mid-(B)(6) notification of the incident. Notification was re-sent via certified mail on (B)(6). Oxygen tank exploded / chemical burns (2 pts) / no chemical hazard now (b)6). Type: 1 - incident, author: octavio solis. Disp to the above qth. Found one adult male and two adult females. Both females had burns to their upper torsos and arms. A box and canister with oxysure labels on floor. Canister had appeared to have exploded sending gray liquid over a good part of the living room and also on the two females. Burns appeared to be mostly first degree. One pt trans to mercy ER for further eval and treatment. Fpb called and insp responded. Oxysure unit was reported to have just arrived by mail and was new. Family had just started to try running the machine and in a short time exploded.